Event description:
The customer reported while they were defrosting a semi-autologous transplant product, the cobe 2991 began to leak the cooling liquid. The glycol spread into the kit containing the cells. Since the customer could not be sure the glycol did not get into the actual product bag, they decided to discard the product. The customer defrosted a second semi-transplant on another machine without any incidents. Due to EU personal data protection laws, the patient information is not available from the customer. The disposable kit is not available for return because it was discarded by the customer. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
The machine was checked out at the customer site. It was determined that there was a membrane leak that caused the incident. The service technician replaced the membraned and performed a purge of the hydraulic fluid. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
A one year review of the device service history was performed and no issues were identified related to the reported condition. No additional reports have been received for this device regarding the reported condition. Root cause: leaking membrane a definitive root cause for the membrane leak failure remains undetermined at this time. Possible causes for the membrane leak include a worn or defective membrane and inadvertent puncture.